Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was very difficult to move the vasoview hemopro vh-3500 cutting tool in and out of the cannula. They were having an issue with it sticking while in the cannula and was able to finish the case with the same kit. No patient harm was reported.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 08/19/2022. An investigation was conducted on 08/23/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were visible on the c-ring and jaws of the harvesting device. Charred material was visible on the jaws. The harvesting device was returned inside the cannula. The c-ring, heater wire, and gray insulation of both the hot and cold jaws was observed to be intact with no visual defects. No visual defects were observed on the cannula or harvesting device. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it audibly and visibly snapped into place with no physical or visual difficulties. The harvesting device was inserted through the port into the cannula. A slight resistance or sticking was noted when inserting the device, which can be attributed to the interaction of the harvesting device with the flexible o-ring within the port. The resistance did not prevent the harvesting device from being easily inserted or retracted. The mechanical components of the device functioned with no issues. Based on the returned condition of the device and the results of the investigation, the reported failure "fitting problem" was not confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.